Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial dry with residue on product. Visual inspection found optic deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: lens was explanted on (B)(6) 2023 due to patient dissatisfaction/store and blurry symptom. Problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.5/3/85 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, refractive surprise was observed. Cause of the event is unknown. Lens remains implanted.